Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR report# 1627487-2019-05685. Reference MFR report# 1627487-2019-05686. It was reported that the patient did not experience effective therapy from the scs system. As a result, surgical intervention was undertaken wherein the entire scs system was explanted on (B)(6) 2019.

Event description:
Related manufacturer reference numbers: 1627487-2019-05685, 1627487-2019-05686.